Event description:
An intensive care pt who was also sedated was scanned on a mr system. After the scan, the treating doctor diagnosed the death of the pt as the result of a heart attack.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.